Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/22/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed the lens was received inside the lens case and not assembled in the insert as required. Inspection at 10x under a microscope, the haptic tip was observed bent and trace amount of viscoelastic was observed on the lens optic. The reported issue was confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device . Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens had a bent haptic. It is unknown if there was patient contact. No additional information was provided to abbott medical optics.